Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via (B)(6). Upon interrogation, the patient's right ventricular lead was found to have oversensing of noise. No additional intervention was performed. The patient did not report any adverse consequences.